Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked. The main coil was seen to be detached. The main coil was seen to be stretched and the suture damaged. A functional evaluation was not required as the reported event was confirmed visually. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of ¿main coil stretched¿ was confirmed based on analysis, and the device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during procedure physician noticed coil was stretched, additional information provided by the customer indicated that during the procedure, the physician experienced friction while advancing the subject coil through the microcatheter and unable to move forward. Upon pulling it back, the coil appeared stretched. Based on the review of all available information, an assignable cause of procedural factors will be assigned to reported and analyzed event of ¿main coil stretched¿, and to the analyzed events of ¿main coil prematurely detached/separated during use¿, ¿main coil suture damage¿ as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the, analyzed event of ¿coil delivery wire kinked/bent¿ as the defect appears to be associated with handling of the product or portion of the product during preparation.

Event description:
The coil (subject device) was used in the medical procedure and was reported to be stretched during use. The subject device was returned for analysis and was found to be stretched, additionally it was noted to have suture damage and was prematurely detached/separated during use. Also, the delivery wire of the subject device was noted to be kinked/bent. The procedure was completed successfully, and no clinical consequences were reported to the patient.